Event description:
It was reported that during a lead replacement procedure the patients ipg was not able to hold a charge and was experiencing communication issues. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.